Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event caused by an infusion set bent cannula. Infusion set was used for two days. Blood glucose level was 400 mg/dl at the time of the event and patient got treated with manual injection. The duration of hospitalization was for one hour. Patient was experienced stomachache at the time of the event. Patient was found positive for high ketones level. Ketones level were more than 2 mg/dl at the time of the event. No further information available.